Manufacturer narrative:
The meter serial number was (B)(6). On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The meter and strips have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted.

Event description:
There was an allegation of questionable glucose results from the accu-chek inform ii meter. At 8:27 pm, the initial result was 384 mg/dl. After the first test, the patient stated that he had just eaten, and there was probably food residue still on his finger. The customer prepared a different finger of the patient and performed another meter test. At 8:30 pm, the result with the same meter was 279 mg/dl. This result was believed to be correct.